Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging films returned, hence it is difficult to draw any conclusion.

Event description:
It was reported that , the patient (hcv+) underwent a posterior fusion at c6-th1 for c7 fracture. Post-op, c6 lateral mass screw was back out, and then unitability. Revision surgery was scheduled on (B)(6) 2015. The product used in a patient. Patient complications were unknown. Surgery was performed at c6-th1(1a-1b fixation). Lms used at c6, ps inserted at th1. On (B)(6) surgeon found out two screws at c6 backed out. On (B)(6) revision surgery was performed to remove the c6 screws and replace with 4.0mm screws. Lms was used at c5, hook added at th2, and ac added at spinous process wiring. Nespron was also added. The removed screws were disposed at the hospital due to to infection. Surgeon commented he should have done 2a-2b fixation from the beginning but he gave up doing so as the surgical field at initial surgery was deep. Sales rep commented the patient's bone was not so weak. No patient complications were reported .